Event description:
Boston scientific received information that during the pacemaker implant procedure, this patient experienced tachycardia. The right ventricular (rv) lead was successfully implanted, but pacing threshold measurements were not able to be obtained due to the patient's fast rate. Medications were administered to slow the patient's heart rate, without success. Other lead measurements were within normal limits. A post-operative check revealed capture was obtained at 1.2v. However, overnight the capture was intermittent. A microdislodgement was suspected, and this rv lead was repositioned. The loss of capture did not result in any episodes of asystole of greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.